Event description:
During baxter's evaluation of a spectrum pump, it was found to have an overheated component on the input/output printed circuit board (I/o pcb). There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the overheated component on the input/output printed circuit board (I/o pcb), which was found during evaluation. The I/o pcb was replaced to correct this condition.